Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer (con) and healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal dilaudid (5 mg/ml at 1 mg/day) and bupivacaine (2.5 mg/ml at 1 mg/day) via an implanted pump for an unknown indication for use. It was reported that the patient had an infection at the pump site. The catheter and pump were removed (B)(6) 2024 and the new the pump and catheter were implanted on (B)(6) 2024. It was unknown if there were any environmental/external/patient factors that may have caused or contributed to the event. The issue was resolved at the time of the report and the patient's status was "alive-no injury". The patient's weight was asked but unknown. The patient's medical history consisted of chronic pain.